Event description:
Additional information was received wherein the scs system was explanted and replaced. Effective therapy was restored and pain resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing pain at the ipg site and ineffective therapy due to low impedances and unable to set their ipg to MRI mode. In turn, surgical intervention may take place to address the issue.